Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The upper arm assembly had a hole that was wallered out and would not hold the bolt.